Manufacturer narrative:
A4 weight is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: a 77-year-old male with cardiomyopathy presented in a pre support clinical state consistent with scai cardiogenic shock stage d and underwent placement of an impella cp ((B)(4), sn (B)(6))) via the right femoral artery. During support, clinicians were unable to obtain doppler pulses in the foot, and due to concern for limb ischemia¿compounded by the patient¿s significant peripheral arterial disease (pad)¿the medical team elected to place a distal perfusion catheter (dpc) and feed it through the impella peel away sheath based on the available information, limb ischemia occurred during impella support in the context of pre existing severe pad, necessitating dpc placement. At this time, there is no evidence confirming device malfunction, and the clinical condition may be attributable to patient anatomy and underlying vascular disease. Further analysis is pending receipt and evaluation of returned product and device data. The impella was not removed in response to the issue and the patient remained on support at the time of reporting. Ischemia was noted; this is a known risk per our IFU (instructions for use). (B)(6) 2026.

Manufacturer narrative:
D6b explant date provided.

Manufacturer narrative:
Ischemia/ppae: the cause of the injury was not determined due to insufficient clinical details. Correction has been updated in d1 (brand name). Additional information has been provided in h6 (component code and type of investigation).